Event description:
It was reported that during a partial lingular segment resection, reload could not be loaded properly at 4th firing. The cartridge was reloaded before inserting the device into the patient. The device firing stopped during the anastomosis. Knife reverse switch was used, and the device was removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024 d4: batch # 433c81 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45t reload present. The reload was received partially fired 1/10, with the reload pan bent and partially dislodged from the left proximal side. In addition, some drivers missing. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 433c81, and no non-conformances were identified.